Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report their receiver ceased to function on (B)(6) 2016. There was no report of any injury or medical intervention. The complaint device was returned for evaluation. The device was visually inspected and no defect was found. A review of the downloaded data log found screen error alarms and firmware errors. The reported event that the receiver ceased to function was confirmed. A root cause could not be determined. No additional event or patient information is available.